Event description:
The customer reported the endoscope reprocessor was down, an error e51 was displayed, and there was fluid accumulation on the floor below the machine. The reprocessor was turned off, the acecide drawer was open without a cassette, and the machine was in "some kind of process". The drawer was unable to be closed. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer noted there were no signs of leakage at the internal water housing area. An olympus field service engineer (fse) visited the site on (B)(6) 2023. The fse found the e51 error was due to lcg not being loaded properly. The scope technician stated the operator was not comfortable loading the chemical and they loaded it incorrectly. The lcg drip tray was wet and drying the sensors resolved the error message. The device was verified to be working as intended and the software attributes were verified and confirmed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the user did not properly accommodate the disinfectant bottles, and fluid leaked in the subject equipment. As a result, the user may not have completed the disinfectant preparation process. A possible cause of the locked drawer was a malfunction with the part that locks the drawer. Olympus will continue to monitor field performance for this device.